Event description:
It was reported that the patient experiencing palpitations presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation and no output. The device was explanted and replaced on (B)(6) 2015. No further information was available.

Manufacturer narrative:
(B)(4).